Manufacturer narrative:
(B)(4): release button. The ec60a device was received for analysis with the anvil closed and with a blue reload present. The cartridge was received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The clamping mechanism was noted to be damaged. The device was disassembled to verify the integrity of the internal components and the release button was noted to be damaged. One possible scenario for the described event is due to applying a large prying force on the closure trigger handle in the opening direction. This can then result in damage to the release button if the applied load is high enough. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic sigmoidectomy with appendectomy procedure, according to the head nurse, the surgeon used the stapler as usual but wasn't able to open the device after firing. It kind of blocked out after stapling with a blue reload on the sigmoid colon. According to the head nurse, they neither saw the "lock" symbol nor a number on the back of the stapler. As apparently, the stapler didn't work, they opened a new stapler for the appendectomy. They had the same problem once again with the second stapler. Another like device was used to complete the procedure. Surgery was prolonged fifteen minutes. There were no adverse consequences for the patient.